Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. Prior to the procedure, the filter allegedly separated. The procedure was completed using another balloon. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter that are cleared in the us. The pro code and 510 k number for the denali filter are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows that the hcp was holding the tough-bought adapter which was off- loaded from the filter storage tube. A pusher catheter was loaded on the adapter and storage tube; no other anomies were noted. Therefore, the investigation is inconclusive for the reported detachment of device or device component as no objective evidence was provided. A definitive root cause for the detachment of device or device component could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3, h6 (patient, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter that are cleared in the us. The pro code and 510 k number for the denali filter are identified in d2 and g4 as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter allegedly separated. The procedure was completed using another balloon. There was no reported patient injury.